Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. A review of the compliant history identified no indication of a lot-specific product issue. Based on information reviewed and without the device to analyze, a cause for the reported unintended movement (clip open-efaa and licked) and gripper line difficulty could not be determined. The reported the reported retraction problem appear to be due to reported gripper line difficulty. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip failing while establishing final arm angle (efaa), the clip opened after deployment, and difficulty removing the gripper line. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced and placed on the mitral valve. While establishing final arm angle (efaa), the clip opened to approximately 60 degrees. The clip was closed again and a third efaa attempt was made. Again the clip started to open therefore the physician stopped and repeated leaflet insertion again. After the fourth efaa attempt, the clip was deployed. Upon deployment, the clip opened to approximately 60 degrees. The clip was confirmed to be stable on the leaflets. During retraction of the cds handle, resistance was felt and the clip was moving. It was noted the gripper lines were still attached therefore the gripper line was removed and the clip was stable. A second clip was implanted, reducing mr to 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.